Event description:
Report received of an over-delivery of aggrastat. The pump was programmed to deliver 200cc of aggrastat at a rate of 48cc/hr with an expected delivery time of four hours and sixteen minutes. The nurse reported that at the end of the procedure in the cardiac cath lab, all 200mls of the medication had been infused. It was unknown how long the procedure lasted or how much aggrastat was expected to be remaining in the bag. No audible alarms were noted. There was no reported adverse pt event and the pt did not experience any bleeding implications. No medical interventions were required. Though requested, there was no further info available.